Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Retained samples were also available for evaluation. The retention samples were visually inspected; then gravity and under water leak tested. The retained units were conforming as per product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked at the ¿connection of drip chamber¿. This occurred during infusion of an unspecified chemotherapeutic solution. There was no patient injury or medical intervention associated with this event. No additional information is available.